Event description:
Medtronic (covidien) received report of a vessel dissection during a flow diversion procedure. Patient was treated for an unruptured, saccular right ophthalmic segment internal carotic artery (ica) aneurysm. The patient had mild, non-flow-limiting vessel dissection related to the aneurysm vascular territory. A self-expanding nitinol stent was placed in the ica to treat the vessel dissection. The physician considered the vessel dissection to be related to the guide catheter used during flow diversion stent implant. No further injury was reported as a result of this procedure. The guide catheter was not returned because it was discarded at the site.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. There is no allegation or evidence of potential or confirmed manufacturing issues. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. (B)(4).